Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged dry mouth, dizzy, difficulty breathing, nasal/throat irritation or soreness. There was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on oct 24, 2025, and section h10 should be reported as: the manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of device was inspected. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by manufacturer. There were no errors found. The third-party service center concludes that they could not confirm the customer allegation and there was no visible foam degradation and unit was scrapped. Section h6 updated in this report.